Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a loose drive support cap that stuck out from the side of the device. The customer also complained that the insulin pump had a prime anomaly occur. The blood glucose reading was unknown at the time of the call. Nothing further reported.